Event description:
On an unreported date, the patient began treatment with dianeal pd1 1.36%, dianeal pd1 2.27% and nutrineal pd4 unknown bag (2l, daily) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd) subsequent to light chain glomerulopthay with interstitial nephritis. On (B)(6) 2010, the patient experienced sterile peritonitis manifested by a feeling of pressure within her abdomen and cloudy peritoneal effluent. On the same day, the patient received remedial therapy with heparin (1000 ie). On (B)(6) 2010, the patient began remedial therapy with ceftazidim (1g, daily, ip), and cefazolin (1g, daily, ip). On (B)(6) 2010, the patient stopped therapy with dianeal pd1 and nutrineal pd4 and switched to physioneal unknown. As of (B)(6) 2010, the patient was recovering from the event of feeling of pressure within abdomen and sterile peritonitis. On an unreported date the patient was additionally treated with remedial therapy of vancomycin (5g, every 5 days, ip) and gentamycin (60mg, daily, ip). The physician stated that the events of feeling of pressure within abdomen and sterile peritonitis were related to dianeal pd1 and nutrineal pd4 therapy.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Event description:
The facility reported a colleague infusion pump with failure code 812:05 on channel a, which was identified during bio-medical testing. Upon reviewing the pump's event history, baxter quality engineering discovered that failure code 812:05 was a cascade failure of failure code 808:07, which interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 812:05 on channel a was confirmed during product evaluation in the pump's event history. This condition was a cascade failure of failure code 808:07, which caused by a faulty channel a pumphead module. The channel a pumphead module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.